Event description:
It was reported the pt experienced a loss of therapeutic effect and no stimulation sensation. There was no known incident related to the onset of the change. The stimulation was reportedly "fine yesterday and today no stimulation on one side of the body." The pt remained at home in good status. The pt reportedly was frustrated with "repeated lead problems." Add'l info has been requested, but was not available on the date of this report.